Event description:
Company representative reported from a healthcare provider "during surgery 2 creases were noticed in the left breast implant-unable to massage them away so the left implant was exchanged with a new implant" this record is for the left side. Healthcare professional and company representative later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii."

Event description:
Company representative reported from a healthcare provider "during surgery 2 creases were noticed in the left breast implant-unable to massage them away so the left implant was exchanged with a new implant" this record is for the left side. Healthcare professional and company representative later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, crease fold wear abrasion and white particle in the shell. No other findings. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing."